Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump was failed in self test. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will continue to use the insulin pump.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged pump error 63 alarm and device test failure found on 03/02/2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on 03/02/2022 at 09:00:10, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: faded/peeling serial number label, cracked case above arrow and battery icon, cracked keypad overlay, and pillowing keypad overlay. In summary, pump passed required testing, thus device test failure issues were not confirmed. Customer allegation of pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.